Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were at an MRI clinic for an MRI and they needed to put their device into MRI mode. Patient services walked the patient through connecting to their settings and the patient received a por (power on reset) message. The patient stated they had charged their implant a week ago and that they had turned their therapy off 2 days ago because they were waiting for a call from the MRI facility to come in and have the MRI done. Patient services reviewed the meaning and function of the por power on reset message with the patient as well as MRI compatibility considerations and the need for the patient to be in MRI mode. The patient dismissed the por and got another message that said "low device battery, below 0%" and they stated they were on "therapy program 3 and it is turned off" and they reiterated they charged it up last week before they turned it off two days ago. Patient services had the patient check their battery levels in the therapy menu and the patient stated they saw the communicator battery was at 70% charge, the handset was at 62% charge and there was a question mark for the implant. The MRI technician was in the background of the call and confirmed they saw a question mark for the implant battery level. Patient services reviewed with the patient that the battery percentage would need to be showing the ins was above at least 30%. The patient was able to activate their MRI mode and patient services reviewed with the patient that they would need to charge their ins battery up first prior to getting their MRI scan. Patient stated they had left their recharger at home and stated again that they'd turned the therapy off two days ago so they weren't sure why the ins battery had gone so low. Patient serviced reviewed ins battery charging considerations with the patient and the MRI technician who was with the patient told the patient that they would just have to do the patient's MRI tomorrow on (B)(6) 2024 when the patient was already scheduled to come in for a CT scan and reviewed with the patient to go home and charge everything up and that they would have to cancel the MRI scan until tomorrow. The patient stated they were going to charge everything up when they got home. Then they stated "I had them charged up but I can guarantee that something wasn't pressing against the controller or you know the communicator where the battery is at". The patient said they would call back for further assistance if needed as they stated they did know how to charge their ins so they didn't think they'd have an issue. They said they would go home charge everything up and sit for an hour to charge the ins up. On (B)(6) 2024, the patient called back and said that they plugged in the recharger and let that charge however noticed scrolling lights last night. Patient didn't charge implant last night. Patient services reviewed MRI guidelines. They were unable to troubleshoot as patient didn't bring equipment with them to their MRI appointment. Patient is going home and will call back to resume troubleshooting of recharger. On (B)(6) 2024, the patient called back and repeated information regarding being unable to get an MRI because they could not charge the ins due to issue with the recharger battery indicator lights scrolling continuously. During the call, the recharger battery indicator lights were scrolling continuously when the recharger was docked, and the recharger would not power on when it was undocked. The patient also mentioned that the prongs in the dock might not be making a good connection with the charging cord. The patient mentioned that the charging cord that came with the dock "died a while ago," so they purchased their own charging cord. Agent asked the patient if the power indictor light on the back of the dock was green, and the patient said it was not staying continually green. The patient also mentioned that they had to put pillows behind the recharger when they charge the ins because the belt didn't hold the recharger. The patient stated that they could not reschedule their MRI until the recharging equipment issue was resolved. Patient services sent an email to repair to replace the recharger, dock, charging cord, and charging cord adapter. .

Event description:
(B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were at an MRI clinic for an MRI and they needed to put their device into MRI mode. Patient services walked the patient through connecting to their settings and the patient received a por (power on reset) message. The patient stated they had charged their implant a week ago and that they had turned their therapy off 2 days ago because they were waiting for a call from the MRI facility to come in and have the MRI done. Patient services reviewed the meaning and function of the por power on reset message with the patient as well as MRI compatibility considerations and the need for the patient to be in MRI mode. The patient dismissed the por and got another message that said "low device battery, below 0%" and they stated they were on "therapy program 3 and it is turned off" and they reiterated they charged it up last week before they turned it off two days ago. Patient services had the patient check their battery levels in the therapy menu and the patient stated they saw the communicator battery was at 70% charge, the handset was at 62% charge and there was a question mark for the implant. The MRI technician was in the background of the call and confirmed they saw a question mark for the implant battery level. Patient services reviewed with the patient that the battery percentage would need to be showing the ins was above at least 30%. The patient was able to activate their MRI mode and patient services reviewed with the patient that they would need to charge their ins battery up first prior to getting their MRI scan. Patient stated they had left their recharger at home and stated again that they'd turned the therapy off two days ago so they weren't sure why the ins battery had gone so low. Patient serviced reviewed ins battery charging considerations with the patient and the MRI technician who was with the patient told the patient that they would just have to do the patient's MRI tomorrow ((B)(6) 2024) when the patient was already scheduled to come in for a CT scan and reviewed with the patient to go home and charge everything up and that they would have to cancel the MRI scan until tomorrow. The patient stated they were going to charge everything up when they got home. Then they stated, "I had them charged up but I can guarantee that something wasn't pressing against the controller or you know the communicator where the battery is at". The patient said they would call back for further assistance if needed as they stated they did know how to charge their ins so they didn't think they'd have an issue. They said they would go home charge everything up and sit for an hour to charge the ins up. On (B)(6) 2024, the patient called back and said that they plugged in the recharger and let that charge however noticed scrolling lights last night. Patient didn't charge implant last night. Patient services reviewed MRI guidelines. They were unable to troubleshoot as patient didn't bring equipment with them to their MRI appointment. Patient is going home and will call back to resume troubleshooting of recharger. On (B)(6) 2024, t he patient called back and repeated information regarding being unable to get an MRI because they could not charge the ins due to issue with the recharger battery indicator lights scrolling continuously. During the call, the recharger battery indicator lights were scrolling continuously when the recharger was docked, and the recharger would not power on when it was undocked. The patient also mentioned that the prongs in the dock might not be making a good connection with the charging cord. The patient mentioned that the charging cord that came with the dock "died a while ago," so they purchased their own charging cord. Agent asked the patient if the power indictor light on the back of the dock was green, and the patient said it was not staying continually green. The patient also mentioned that they had to put pillows behind the recharger when they charge the ins because the belt didn't hold the recharger. The patient stated that they could not reschedule their MRI until the recharging equipment issue was resolved. Patient services sent an email to repair to replace the recharger, dock, charging cord, and charging cord adapter. Additional information was received on 2024-12-05.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger product ID cd9000 serial# (B)(6), analysis finding: patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. (B)(4) was opened to address similar issues. Old. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.